Event description:
Cryocath probe inserted into console. Followed prompts to remove black pin. When pin was removed-screen reverted back to original screen, not allowing to proceed. Probe was adjusted again in connection without removing (cannot be removed once black pin is removed) and still did not work. Had to get a new probe-this one defective.